Event description:
It was reported that the customer woke up with high blood glucose levels of 568 mg/dl. The customer treated himself with his insulin pump. Troubleshooting was done. When checking the tubing for air, the customer stated that he found bubbles that were little soda pop sized. Assisted customer with running a manual prime, and insulin did exit the tubing. The customer stated that there was a motor error alarm and a no delivery alarm in the insulin pump's alarm history. Customer declined troubleshooting for the motor error alarm. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.